Event description:
In 2006, nellcor puritan bennett received a report of skin integrity issues on a hi lo evac endotracheal tube. The caller reported "when she went into the room, she found that wall suction valve was turned all the way to full in the "red zone". The caller reported the pt had bloody secretions. The caller reported that the pt was re-intubated. Information provided 13 days later indicated that the pt expired due to pre-existing head trauma and that the reported complaint did not contribute to the patient death. The caller reported that the endothracheal tube was discarded.

Manufacturer narrative:
Investigation of this complaint is cirrently in progress. The sample and lot number associated to this report are not available for evaluation. Based off of information provided by customer it is unk whether the device associated to this report is manufactured by mallinckrodt.